Manufacturer narrative:
The reported event was confirmed by CAPA association to be manufacturing related as per (B)(4), the root cause identified is: "the potential root cause of varying tip geometry was investigated fully. The edge radii, angle, point, length of point, profile was investigated between two different bd lots and a competitor lot. The difference between the bd lots and competitor lot showed a significant difference in the force needed to puncture the polyurethane sample in the test method draft. The analysis performed shows that the geometry profiles can make a significant difference in force needed to pierce the polyurethane sample. There were some differences between bd lots that were tested. A DHR review was not required because the investigation was confirmed by the CAPA association. A labeling review are not required because the investigation was confirmed by the CAPA association. Correction- d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocars are not sharp and it was nearly impossible for the doctor to puncture through skin using the trocars. An insane amount of force was required to use it and it causes a major safety concern for the patient as well as staff members. As per the mail notification received on 05apr2025, trocar was inserted in a inside to outside manner under the breast. When trying to push trocar and puncture through skin, it was not successful. Two hands, multiple tries, and a lot of force was required for the trocar to serve its purpose. A second drain was placed and a different surgeon tried the same attempt. After pushing and seeing they could potentially harm the patient or themself, they had to use a knife and a hemostat to create his own tunnel for the trocar to pass through.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocars are not sharp and it was nearly impossible for the doctor to puncture through skin using the trocars. An insane amount of force was required to use it and it causes a major safety concern for the patient as well as staff members. As per the mail notification received on 05apr2025, trocar was inserted in a inside to outside manner under the breast. When trying to push trocar and puncture through skin, it was not successful. Two hands, multiple tries, and a lot of force was required for the trocar to serve its purpose. A second drain was placed and a different surgeon tried the same attempt. After pushing and seeing they could potentially harm the patient or themself, they had to use a knife and a hemostat to create his own tunnel for the trocar to pass through.

Event description:
It was reported that the trocars are not sharp and it was nearly impossible for the doctor to puncture through skin using the trocars. An insane amount of force was required to use it and it causes a major safety concern for the patient as well as staff members.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.